Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported artifacts on images. There was no report of misrepresentation due to the image artifacts. The philips field service engineer (fse) evaluated the system and determined the compensator in the a-plane collimator was damaged and was the cause of the image artifacts. The fse replaced the compensator to resolve the issue. The fse confirmed there was no patient impact or harm due to the image artifacts. The system is in clinical use. This issue was determined not to be a reportable event.